Event description:
It was reported that the computed tomography (CT) scan of the patient showed a hypodensity in the left cerebellum. The facility stated "the etiology is very likely cardioembolic". The facility further reported that as of (B)(6) 2014, the patient "remains asymptomatic from the infarct." "He was confused and his memory was a bit fuzzy but has gotten better over time." No further information is available at this time.

Manufacturer narrative:
Additional information received per the manufacturer's clinical specialist on (B)(6) 2015, "I have seen the patient frequently over last few months. He's doing ok". Additional information received on (B)(4) 2016:, pertinent labs and testing added (B)(4) 2015: inr 4.27, patient b/p 150/90. CT positive for left cerebellar infarct, possibly acute. No evidence of acute hemorrhage. Patient on 325mg aspirin, 75mg plavix, and 3mg coumadin. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to manage anticoagulation within the recommended inr range of 2.0-3.0 and to maintain mean arterial blood pressure < 85mmhg. While the root cause of the event cannot be conclusively determined, with review of the available information, there is no indication of any device malfunction or performance issue impacting this event. Clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted and all concomitant devices remain in use so nothing will be returned to the manufacturer for further evaluation. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including bleeding, stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Device remains implanted.